Manufacturer narrative:
(B)(4). Batch # unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Could you please provide more details for "device misfired" and "small bowel opened up"? Physician fired the stapler and 2. Did the device staple? No. 3. If the device stapled, was the staple line complete? No. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? She does not remember. 5. Did the device cut? Yes. 6. If the device cut, was the cut line complete? Yes. 7. Were the cut line and staple lines equal? She is not sure. 8. Did the reload lock out and would not work? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the exploratory laparotomy procedure, the device misfired. The small bowel opened up. A like device was used to complete the procedure. There was no patient harm.